Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother confirmed no other bluetooth devices are running. Advised patient's mother to relinquish the old transmitter, change sensors and re-pair the transmitter. No additional patient or event information is available.